Event description:
It was reported that the blue plastic suctioned port was cracked. Trach change performed on the patient. There was no patient harm/adverse event reported as a result of the event.

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.